Manufacturer narrative:
The customer observed the leak coming from the wash buffer reservoir of the instrument. The leak had reached the floor and was cleaned up by the customer prior to troubleshooting. Bci customer technical support (cts) had the customer remove, empty and rinse the wash buffer reservoir. The customer loaded a new bottle of wash buffer and observed for any additional leaks. No more leaks were noted. Service was not dispatched as the issue was resolved through troubleshooting with hotline.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from unicel dxc 600i access 2 immunoassay system. There was no report of injury, and the customer did not seek or need medical attention.